Event description:
The zinger wire coating was noted to be coming off the device while in the vessel. No abnormalities were noticed when the device was opened. No difficulties were during prepping the device. It was flushed with normal saline.. No intervention required as a result of this issue. Wires were stored in both inner and outer packaging. The device did not experience high temperatures while in storage. Patient reported to be fine.

Manufacturer narrative:
(B)(4). Results and conclusions: (investigation in progress ¿ no conclusion can be drawn).